Event description:
Pt was being treated for a retinal detachment with a scleral buckir procedure in their right eye. During the use of the cryo probe the cryo probe malfunctioned and discharged a large burst, jet of gas at the globe. The gas pressure had also remained in the green range (about 700 psi) throughout the case. This resulted in transmission of force to the eye resulting in inadvertent retinal hole. Subretinal hemorrhage and vitreous hemorrhage. They developed a recurrent retinal detachment for which they underwent a vitrectomy. That probe was removed from circulation.

Event description:
Pt was being treated for a retinal detachment with a scleral buckir procedure in pt's right eye. During the use of the cryo probe the cryo probe malfunctioned and discharged a large burst, jet of gas at the globe. The gas pressure had also remained in the green range (about 700 psi) throughout the case. This resulted in transmission of force to the eye resulting in inadvertent retinal hole. Subretinal hemorrhage and vitreous hemorrhage. Pt developed a recurrent retinal detachment for which pt underwent a vitrectomy. That probe was removed from circulation.